Manufacturer narrative:
Additional narrative: device history records review was completed for part # 359.219, lot # 2011. Manufacturing location: (B)(4), manufacturing date: mar 09, 2001. Device history record was not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. Product investigation was completed for part # 359.219, lot # 2011. A visual inspection, device history records review and function test were done as part of this investigation. Upon visual inspection of the complaint device it can be seen that the part is badly damaged around the distal end with the dents from hammer blows. In addition, the t-bar is badly damaged with dents from hammer blows. Otherwise the device is in acceptable condition for the time of use, this thus confirming the complaint description. Further investigation has shown that the function of the chuck is in working order, but the threat at the distal end for the connection to the hammer guide is badly damaged. Due to this damage the part is no longer usable. Unfortunately we were unable to determine the exact reason for this occurrence, but we have to assume that wear and tear from often use over the years (as the instrument is over 15 years old) has led to this damage. To prevent such problems, it is necessary to replace worn or damaged instruments. No product fault could be detected. No corrective actions required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a titanium elastic nail system (tens) nail case, the hammer guide would not thread into the inserter handle or grip the nail; there was no allegation against the nail. Alternate instruments were available and used to successfully complete the procedure; there was no surgical delay. There was no reported adverse event to patient; the patient outcome was reported as satisfactory concomitant parts reported: nail (pat/lot unknown quantity 1). This is report 2 of 2 for (B)(4).